Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved upon identifying and correcting a loose cable connection found in the back of the device. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the loose cable connection could not be identified. Olympus will continue to monitor field performance for this device.